Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found a kink on the body of the catheter and one of the clip arms was broken. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three devices (10217682, 10217709) used during the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the stomach during an upper endoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip was able to lock onto the tissue; however, the clip failed to release from the catheter even after shaking and jimmying the device. Reportedly, the clip was then pulled off from the patient and caused bleeding. Another two resolution 360 clip were used and both clips were able to grasp and lock onto tissue but failed to release from the catheter. The patient was transported to critical care and received three units of blood. The procedure was completed after two hours with twelve more resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.